Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 6.0 inr. The corresponding lab result reported was 2.85 inr. The doctor held the pt's coumadin for one day. The reporter declined product replacement.